Manufacturer narrative:
Date of event: the event date has been approximated to (B)(6) 2015, as mentioned in the event that three months after implantation when the mesh erosion/exposure first occurred. Lot #, manufacture date: the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(6). (B)(4). The complainant indicated that the device is implanted and the device is not expected to be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a polyform device was implanted during a mesh posterior wall of vagina procedure performed on (B)(6) 2014. According to the complainant, three months after the procedure, mesh erosion was observed during examination. Subsequently, the patient was put on hormone replacement, but was unable to use it due to itching/pruritus, so they just did follow-up observation. Reportedly, the mesh was placed in the vaginal wall and no difficulty in sexual intercourse was noted.